Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure when the farasar cable was opened it was contaminated. The package was a little hard to open, and one end of the cable slid out and touched the users forearm while trying to get the package open for the scrub tech. The device was disposed and will not be returned for analysis.